Event description:
As reported, the balloon of a 6mm x 4cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 20 atmospheres (atm). A second 6mm x 40mm powerflex extreme pta balloon catheter was used as a replacement. There were no reported injuries to the patient. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82241399 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6mm x 4cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 20 atmospheres (atm). A second 6mm x 4cm powerflex extreme pta balloon catheter from the same lot was used as a replacement. There were no reported injuries to the patient. This was during a procedure to treat a 70% stenosed vein graft anastomosis which had severe calcification and mild tortuosity. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components. The device was able to maintain negative pressure during preparation. A 20% contrast and 80% saline mixture was used to prep the balloon. The device was able to be removed easily from the patient and remained in one piece during its removal. The device was not returned for evaluation as it was discarded. A product history record (phr) review of lot 82241399 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics and procedural factors likely contributed to the reported event as the device was intended for a stenosed vein graft anastomosis with severe calcification and mild tortuosity. Vein grafts are often scarred and fibrous in nature and often resistant to balloon expansion increasing the likelihood of damage to the balloon. However, without the return of the product for analysis it is difficult to draw a clinical conclusion between the device and the reported event. According to the safety information in the instructions for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of a 6mm x 4cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 20 atmospheres (atm). A second 6mm x 4cm powerflex extreme pta balloon catheter from the same lot was used as a replacement. There were no reported injuries to the patient. This was during a procedure to treat a 70% stenosed vein graft anastomosis which had severe calcification. The vein graft had mild tortuosity. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components. The device was able to maintain negative pressure during preparation. A 20% contrast and 80% saline mixture was used to prep the balloon. The device weas able to be removed easily from the patient and remained in one piece during its removal. The device was discarded and will not be returned.